Event description:
It was reported that the patient required an explant of the intraocular lens (iol) due to iol dislocating. The affected eye is the left eye. The iol was replaced with another johnson and johnson lens, diu225 23.5 diopter. The iol was discarded and will not be returned for investigation. No additional information was provided.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.